Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing came out at the site from his abdomen and his blood glucose level went high, while he was outside cleaning his back porch. Moreover, the site location was left side of patient's abdomen and the pump was in the right-side pocket. Further, the infusion had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 500 mg/dl. No further information available.